Event description:
Following intraocular lens (iol) implant surgery, a consumer was concerned that the wrong intraocular lens was implanted. Additional information, including patient's current status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Add'l info was requested on 03/19/2007, 03/23/2007, 03/26/2007 by a phone and on 03/27/2007by mail and fax. The questionnaire has not been returned.